Event description:
This study aimed to determine the efficacy of adopting a combined suture based device (sbd) and plug based device (pbd) strategy compared to double suture based devices for large bore arterial access sites. Proglide devices were the suture based devices (sbd) used in the studies. The complications related to proglides were: vascular complications, major vascular complications, major bleeding events, other bleeding events, surgical interventions, device failure, failures to achieve hemostasis, need for an additional device, pseudoaneurysm, need for endovascular intervention, and prolonged (or additional) hospitalization. The article concluded that the suture based closure with proglide devices along with a plug based device (pbd) appeared to be associated with lower vascular and major vascular complications, major bleeding, device failure, need for additional devices and further open interventions as compared to the used of dual suture based closure devices. Details are listed in the attached article: ¿single perclose plus plug based device versus double perclose for percutaneous large bore arterial access: a systematic review and meta analysis".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hemorrhage and pseudoaneurysm are listed in the proglide instructions for use (IFU), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported failure to achieve hemostasis could not be determined. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4- the UDI is not known as the part and lot number were not provided. Attached article: ¿single perclose plus plug based device versus double perclose for percutaneous large bore arterial access: a systematic review and meta analysis."